Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Twenty one events were reported for this quarter. Twenty devices were received for evaluation; 15 events were confirmed during testing. Fourteen devices were found to be affected by a damaged hose. One device was found to be affected by a damaged non-stryker hose and non-stryker repair. Five device evaluations are in progress. One device was available for evaluation but has not yet been received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes malfunction events in which the device exhaust hose, which passes air and lubricant, was found to have a hole in it. Nineteen events had no patient involvement; no patient impact. One event had patient involvement; no patient impact. One event had unknown patient involvement; unknown patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale: corrected data: 5 previously reported events are included in this follow-up record.   Product return status: 4 devices were received for evaluation. 1 device was not available to stryker for evaluation.      Evaluation status: 4 reported events were confirmed during testing. 4 devices were found to be affected by a hole in the hose.   Additional information: 5 devices were not labeled for single-use. 5 devices were not reprocessed and reused.

Event description:
This report summarizes 20 malfunction events in which the device exhaust hose, which passes air and lubricant, was found to have a hole in it. 17 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact. 1 event had unknown patient involvement; unknown patient impact.